Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's implantable cardioverter defibrillator was unable to communicate with radio frequency telemetry. No intervention was performed or reported. The patient was stable throughout.